Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture is a pysiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported "asymmetric breasts," "hardening and capsular contracture" "rotation and inversion of position" "folds of the prosthesis". Device has not been explanted on the left side.

Event description:
Healthcare professional reported "asymmetric breasts," "hardening and capsular contracture" "rotation and inversion of position" "folds of the prosthesis". Patient reported ¿hooked feeling", "pain" and "contacted allergan and found out about the recall. Patient is panicking, desperate, can¿t sleep, is having anxiety and depression crisis". Device has not been explanted on the left side.